Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01762 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during a procedure. According to the complainant, the irrigation pump would not work. The procedure was completed with a different electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01763 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during a procedure. According to the complainant, the irrigation pump would not work. The procedure was completed with a different electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. Initial reporter information is unknown. (B)(4) foot switch failed to activate pump. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
During the procedure there were multiple attempt to activate the generator; however the irrigation pump would not work. The account subsequently tried to troubleshoot the broken pump without success. A separate irrigation unit was purchased to use with the complaint generator, thus the unit was retained for continued use. (B)(6).